Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was experiencing inadequate pain relief and was having to charge the ipg frequently. The patient underwent an ipg replacement procedure.